Event description:
Homechoice machine was received in largo receiving for a patient who has dropped out of peritoneal diaylsis. Rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated that her supervisor would not allow here to give out information on the patient unless there was written approval from the hp's parents, so no further information is available.